Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned non-emergency treatment was performed by the customer when the issue occurred, and the procedure was completed using the system as much as possible in its fixed position. The philips field service engineer (fse) inspected the system on site and confirmed that c-arc movement was not possible. Upon troubleshooting fse found that a sterile sheet was found to be lodged in the c-arm. To resolve the issue, fse deactivated the unit, disconnected the motor, and manually moved the c-arm along the rail to extract the trapped pieces of the sheet. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arc was unable to move. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.